Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-05994. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent bilateral interstim implant for ui on (B)(6) 2011.